Event description:
During the procedure the physician wanted to use orbit coil (638mf0410/15699543) for framing coil. When inserted in to the proximal hub of microcatheter the orbit coil was stretched. He used another same orbit coil and it was used very well. The procedure was successfully done. Target vessel information was not provided.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15699543 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: new orbit coil (details unknown). Microcatheter (details unknown).

Manufacturer narrative:
The 4x10 orbit rdfl complex mini coil (638mf0410/15699543), which was intended to be used for the framing coil, stretched when inserted into the proximal hub of the unidentified microcatheter. Another same orbit coil was used without any problems and the procedure was successfully performed. The target vessel information was not provided and no further procedural information is available. A non-sterile orbit rdfl complex mini coil system was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damage. The introducer was received zipped and it was found without damage. The support coil, gripper and embolic coil were received inside of the introducer and were inspected. The support coil, grippers were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. Based on the lack of procedural information and the analysis, the root cause of the event cannot be determined. With review of the analysis and the device history records there is no indication of a relationship to the manufacturing process. Additionally, inspections are in place to prevent this type of failure from leaving from the facility. Therefore, no corrective action will be taken at this time.